Event description:
It was reported that the aq5010v silicone three piece lens was loaded under microscope and as the surgeon was advancing the lens into the eye part of it got stuck in the injection system. The piece inserted was carefully removed from the eye and another same model/diopter lens was implanted without any patient injury. The reporter stated there were no loading issues or problems with the surgeon's technique.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned product showed half the lens was torn off and missing. The tip of the cartridge was torn and there was evidence of a clear surgical residue. (B)(4).